Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: f9; h4.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2017-00328 / importer report #: 3005529799-2017-00336 was previously submitted to the FDA on 05jan2018; it was recreated as MFR report #: 8031673-2017-00336 per request by the FDA MDR data systems team representative. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-2000la, serial number (B)(6), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4383 wash syringe 2 home overrun. Cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged. (Wu flag). Solution: contact tosoh service center or local representatives. The most likely cause of the reported event was due to a dirty b/f wash probe 2.

Event description:
On (B)(6) 2017 a customer reported that getting error message 4383 wash syringe 2 home overrun on the aia-2000la instrument. The customer was unable to run the aia-2000la instrument, which resulted in delay in reported of patient results for alpha-fetoprotein (afp). On (B)(6) 2018 the customer reported that after reseating and cleaning the b/f wash probes the issue was resolved. The customer confirmed that the tip of the b/f wash probe 2 had some white precipitate. The aia-2000la instrument was functioning as intended. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2017-00336 follow up #1 was previously submitted as follow up #2 on 25oct2018; this submission is to close the gap for the missing follow up #1. This report is being submitted retrospectively per FDA request.